Event description:
On july 30, 2008, an allen representative was contacted a surgeon. Dr. Reported the symptoms of a brachial nerve injury in one of his patients following eight-hours of prone positioning during a case. At that time, the doctor indicated the outcome may have resulted from the staff's positioning technique. In mid-august, dr. Reported that the patient appeared to have no residual numbness and appeared to be making a full recovery. (Full motor skill recovery at that time.) Based on these communications, an MDR report was not required. New information was received on september 29, which revealed that the patient was again experiencing numbness and pain in the upper extremity as per the original report. Additional medical treatment including pain management sessions were required.

Manufacturer narrative:
The incident was reported as a result of the patient outcome, and did not include a claim of device deficiency. The device in question is an allen medical field demonstration unit. It was reviewed visually by a trained company representative. No defects were found.